Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an anterior and posterior pelvic floor repair procedure in 2007. The anterior repair was successfully completed. During the posterior pass of the device guide on the patient's left side, it is suspected that a branch of the pudendal artery was injured, resulting in additional blood loss which hindered the completion of the procedure. Both surgeons present for the procedure had landmarked the pudendal artery prior to attempting the pass and they suspected the patient's anatomy was different than expected. The surgeons were able to achieve hemostasis by visualizing the pumping artery and closing it with sutures until the bleeding was controlled. The patient lost just under two liters of blood. The surgeons determined that it would be best to abort the posterior placement and perform a traditional (plication) posterior repair. The patient's rectum was protruding into the vaginal wall, so the doctors placed sutures in mattress formation via vagina to create a suture mattress. The traditional posterior repair was completed successfully . The patient had a previously known heart condition (2002) and had been approved by her heart specialist to undergo this surgery. She also had undergone angioplasty in 2004. Following the procedure, the patient was given two units of blood and was scheduled to stay in the hospital. Later that evening, the patient suffered a non st elevation myocardial infarction. In 2007, it was reported that the patient remained hospitalized and was in stable condition and reported to be fine.